Event description:
It was reported that the patient became symptomatic due to lower flow readings. When they were admitted, the healthcare provider noticed that the white system controller cable would not communicate with the heartmate touch. The computed tomography (CT) scan showed an extrinsic outflow graft obstruction (eogo). The system controller was exchanged and the eogo was released surgically by opening up the bend relief around the outflow graft. The system controller exchange resolved the communication problem with the heartmate touch.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a communication issues when using the system controller (B)(6) was unable to be confirmed. The system controller was not returned for testing. Log files were not submitted for review. As of 27oct2025, the product was not returned. If the product is received the investigation will be reopened. A root cause for the reported event could not be conclusively determined through this investigation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section titled ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.